Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited four high out of range pacing impedance measurements. Isometrics did not recreate high out of range measurements in clinic. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed continued monitoring of the lead. Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.